Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the kwires broke approximately 1.5cm from the tip. The surgeon used a hall micro 100 kwire driver. One 1mm and 1.25mm kwire was placed down the shaft of the finger from the distal end and the other was placed at a 45 degree angle to the skin, just below the finger nail. The kwires were sterilized on the (B)(6) 2013 per protocol, as well as the batch delivered around that time. There is no record of the invoice or batch numbers of the kwires. Both wires snapped in the phalanx, proximal to the distal inter-phalangeal joint. Both wires broke approximately 1.5cm from the tip. One end was able to be removed, the other was not able to be removed without damaging the articulating surface, so was left in situ. An alternate suture repair was performed as the end of the kwire was in the way. At no time was any more then 5 degrees of bend was placed on the kwires, they essentially went in straight and on target. Material has not received. This report is for an unknown kwire. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
An investigation was conducted and it indicated that the measurable dimensions of the two k-wires could not be checked for its specification as there was no lot number provided. The same applies for the examination of the raw-material testing certificate and the manufacturing paper. The cross section surfaces show no irregularities. The information given did not provide sufficient evidence for an exact determination of the failure reason. Therefore we have to assume that mechanical overloading during use has caused these breakages. No product fault could be detected. Part received on 7/22/13. Device not distributed in the united states, but is similar to device marketed in the USA. (B)(4).